Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer left ventricular (lv) lead had an alert for high out of range pacing impedances greater than 2000 ohms. The impedance had a gradual rise since implant a few months ago. Presenting ECG looked good with no noise. Device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out-of-range right ventricular (rv) lead shock lead impedance up to 126 ohms and left ventricular (lv) lead pace lead impedance values up to 2111 ohms. The impedance measurement trend showed an increase then a decrease in values. Physician was notified of out-of-range measurements. No adverse patient effects were reported. Currently, this crt-d remains in service.